Manufacturer narrative:
During testing, it was noted that the device door roller pin was broken off. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
During verification testing at the service ctr, it was noted that the device door roller pin was broken off.